Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6) 2009. According to the complainant, approx four minutes into the procedure, the compression balloon on the prolieve catheter lost pressure. An attempt was made to add water to the system, but the pressure did not go back up. Water was leaking outside of the pt. The prolieve catheter was removed and it was noticed that the microwave antenna was protruding through the catheter wall. The prolieve catheter was exchanged and the procedure completed. No resistance was noted during insertion or during extraction of the device. The pt's condition was reported as fine.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).